Manufacturer narrative:
The reported running in safe mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a frozen locking cam was found, which can lead to the reported event.

Event description:
It was reported that during testing by a manufacturer field service representative conducted at the user facility the device was running safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.